Event description:
It was reported that on (B)(6) 2013, during dialysis treatment, the patient indicated a feeling of being tired (fatigued), but no treatment was administered for the fatigue. On (B)(6), the patient was admitted to the hospital. On (B)(6) 2013, a 3.5x28 rx xience prime stent was successfully deployed at 10 atmospheres to treat a 25-millimeter (mm)-long, concentric, 90% stenosed, de novo lesion in the narrow, 3.5mm diameter proximal right coronary artery; no device issues occurred and no adverse patient effects occurred during this procedure. The patient returned to the hospital (B)(6) 2013 for routine follow-up (observation) of the procedure performed (B)(6) 2013. On (B)(6) 2013, the daughter of the patient reported to the hospital that the patient expired (B)(6) 2013 due to heart failure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of birth; only month and year were reported by site. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of heart failure and death are listed in the japan xience prime everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.